Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, this issue was observed at emergency ICD check. Frequent shock therapies due to oversensing were observed. Shock was also delivered during interrogation; therefore, shock therapy was programmed to off immediately. Impedance value was normal. Oversensing was still observed even after sensitivity was decreased. The patient was admitted to the hospital immediately because a non sorin lead failure was suspected (reportedly, a medtronic fidelis lead was connected to the ovatio ICD). Reoperation was performed with a new system. The non sorin lead could not be pulled out, it was cut around the branch part of the lead and remained in placed with the lead cap. Although the physician suspected a lead failure, he returned the ICD for analysis.